Event description:
An nmt was setting up for a tomo study. The detector (radius) moved too close to the pt, pressing against his arm, but he was not hurt. Nmt hit the emergency stop switch in time. At the time, no safety pad was on the detector. Customer knows better now.